Manufacturer narrative:
Please note that the device was returned and report was updated accordingly. As reported by the affiliate, a 3.0x33mm cypher select+ separated from the hub before use in the patient. The product was removed from the sterile package by the hub and prepped following IFU instructions. There were no anomalies noted at this time. The product was looped and the shaft was clipped to the hub clip and left soaking in heparin/saline solution. When the physician removed the shaft from the hook of the hub to use the product, the proximal shaft separated from the hub. Therefore a different cypher select+ of the same size was used instead and the procedure was finished safely. The product was not clinically used and will be returned for analysis. No anomalies were noted when the device was taken out of the package. The device was not re-sterilized. The device was prepped following IFU instructions and there was no difficulty encountered flushing the sds. One non-sterile cypher select + (B)(4) 3.00 x 33mm was received coiled inside a plastic bag and broken (separated) in three parts also, kinks were observed along the sds shaft. The stent was correctly mounted in its original position between the marker bands in and no damage was observed. During microscopic analysis the edges of the broken section of the sds shaft appear as if they were kinked before it broke. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported luer hub separation was not confirmed. However, it was observed that the sds shaft was kinked and broken in three sections. The exact cause of the sds shaft separation as well as the kinks could not be determined. Neither the DHR review nor the product analysis suggests that the found failures are related to the manufacturing process. Therefore no corrective or preventive actions will be taken at this time.

Event description:
As reported by the affiliate, a 3.0x33mm cypher select+ was soaked with the heparin saline hooked the shaft at the hub for rolling up before the procedure. When the physician removed the shaft from the hook of the hub during the procedure, the proximal shaft was separated from the hub. Therefore a different cypher select+ of the same size was used instead and the procedure was finished safely. The product was not clinically used and will be returned for analysis. No anomalies were noted when the device was taken out of the package. The device was not resterilized. The physician must have removed the unit by the hub, and he also clipped the shaft to the hub clip, but there were no anomalies at the time. The device was prepped following IFU instructions and there was no difficulty encountered flushing the sds. The anomaly was found before the hub was connected to the indeflator.

Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. It is also available for testing and evaluation but has not yet been received for analysis. Additional information received will be submitted within 30 days upon receipt. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.